Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, a 2.25x18 rx xience alpine drug-eluting stent was implanted for treatment of an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including weakness. Unspecified treatment was administered and the final patient outcome is reportedly unknown. No additional information was provided.